Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. Ts discussed programming settings as well as troubleshooting options, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.